Event description:
Was operated (B)(6) 2024 to replace existing boston scientific defibrillator after 8 years. (Facility: (B)(6) hospital, (B)(6). Surgeon: (B)(6), md, ep, (B)(6) hospital complex). The surgery was neatly closed and no issues with recovery. The new implant was also boston scientific crt-d, model g247, serial #(B)(6). Discharged mid-afternoon without being checked by a boston scientific rep post-op, which I was negligent and careless, since that is protocol for release. I experienced increased short-term arrhythmias and shortness of breath post implant. At first doc follow-up visit, cardiac office was unable to obtain any information from interrogation of device, not even an ECG or other data. Doctor (B)(6), md cardiologist, (B)(6), my assigned cardiologist) was present and aware at each office visit that there seemed to be no connection between my device and the monitoring system. I queried that and was told "they often had a problem with boston scientific monitoring equipment" and not to worry. By this time, I was sincerely concerned that I was not being monitored and could be in danger. I asked to see a printout of all device activity since the surgery... There was no record available, according to both dr. (B)(6). This same scenario occurred at least twice in that office, with no caution/red flag being raised by doctor or pa/tech that something was wrong. I continued feeling weak and not up to par. I began experiencing some tiny electric-feeling shocks in my chest, abdomen, and mid-back within two weeks, and frequent short-term a-fib. On (B)(6) 2025, the device suddenly started rumbling in my chest around 6:30 pm and delivered a very strong shock that went from my chest to toes. I collapsed against kitchen counter after shrieking uncontrollably once and severe pain. I could not detect any unusual arrythmia. I have experienced several defib activations, but none as strong as this one. I tried to contact the cardiac office without success -- answering service eventually told me (I hope they keep tapes of their calls) there was no one on call. I asked that they note that I pointed out how unreasonable and dangerous it was for a cardiac practice specializing in rhythm control to be uncovered by qualified personnel for any time at all, much less for 12 hours. Two additional full shock activations happened within less than 30 minutes, each causing me to collapse. There was no arrhythmia present. I tried to contact boston scientific and reached a person who told me that it was my cardiac office that was monitoring my device, not bs. Now I was reaching panic mode. My daughter drove me to (B)(6) ER where I was immediately placed in a triage room. After describing my issue, not one person attending the ER had ever heard of this kind of device failure, if that was what it was. Boston scientific phone contact by ER nurse also denied knowledge of this happening before. Boston scientific area manager returned call two hours later to ER and said that he had been able to identify that my device had "put itself in safe mode the day prior" but had no idea how to cure what was happening. Hours passed. I had another shock with the accompanying shriek and pain while in the ER. Moved to monitor floor, then to ICU. Had two more shocks during the night. That was a total of seven severe shocks in less than 12 hours. Still no idea of what to do. Mid-morning (B)(6) dr. (B)(6), ep, (B)(6), came to my room and said he had been told that I had experienced a couple of "baby practice shocks" and he was following up. Most definitively I cleared up the picture and described what had actually transpired. Dr (B)(6) recognized exactly what had happened, said he had never heard of so many shocks, and said he was going to operate in the late afternoon. Implant successful so far (B)(6) 2025. Boston scientific has possession of removed device. Supposedly "investigating". I have not received even one piece of communication about progress or outcome, and physicians are suspiciously absent when I visit office.